Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Manufacturer narrative:
H7: updated. H9: updated.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the sheath of the device. Device was received unsheathed and the guidewire could not be removed. The device was put in a sheathed state and the guidewire was removed with a certain degree of resistance. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the sheath of the device. Device was received unsheathed and the guidewire could not be removed. The device was put in a sheathed state and the guidewire was removed with a certain degree of resistance. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.

Event description:
It was reported that the delivery system was difficult to remove. The target lesion was located in the non-tortuous and moderately calcified carotid artery. A 10.0-37 carotid wallstent and 190 cm filterwire ez were selected for treatment. However, after the stent deployment, it was noted that the stent delivery system could not be removed. Subsequently, a balloon catheter was used to remove both filterwire ez and carotid wallstent delivery systems together as one unit. The procedure was completed using alternate method. There were no patient complications as a result of this event.